Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported "autofill failure alarms" issue. The fse tested the unit with a trainer and catheter and the unit ran as intended without issues. The unit also passed all manifold tests. However, the fse was able to verify a continuous gas loss alarm in the iabp's log files. The fse then ran the unit at 130 bpm with a trainer, fo tester and testing balloon for about an hour, and re-attempted an all manifold test which resulted in a pim leak test failure at -19. To fix the issue, the fse replaced the pneumatic module assembly which resolved the reported issue. The fse then performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer for return to clinical service.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a random leak alarm alerting an autofill failure. It was also reported that the pump was place on the patient at the cvor without any issues, and was then transferred to the cvicu, at which time, the reported issue occurred. Further, the customer reported to have swapped out the console, and continued therapy treatment without issue. No patient harm, serious injury, or adverse event was reported.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a random leak alarm alerting an autofill failure. It was also reported that the pump was place on the patient at the cvor without any issues and was then transferred to the cvicu, at which time, the reported issue occurred. Further, the customer reported to have swapped out the console and continued therapy treatment without issue. No patient harm, serious injury or adverse event was reported.